Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft leak; however, factors that may contribute to shaft leaks include, but are not limited to, manufacturing damage, material damage, mishandling by user, and interaction between the device and other accessory devices. The reported inflation problem appears to be related to operational context as it is likely the shaft leak prevented the attempted inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Estimated date. The device is not returning for evaluation as it was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a leak in the shaft of a 2.25x28mm xience prime stent delivery system (sds) was noted and the balloon would not inflate. The procedure was successfully completed with a 2.25mm unspecified device. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.